Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had their pacemaker erode the pocket. Infection was seen in the blood cultures. The system was explanted and reimplanted on the other side. The patient was stable. Related manufacturer reference number: 2017865-2019-15239. Related manufacturer reference number: 2017865-2019-15880. Related manufacturer reference number: 2017865-2019-15881.